Event description:
Vaporwand (mitek) safety feature did not activate and shut off when it got close to telescope, and telescope was burned and damaged and needs to be replaced. Diagnosis or reason for use: knee arthroscopy.